Event description:
During the procedure, the dr used a cook endoscopy tri-clip endoscopic clipping device. The device was advanced through an endoscope with a 2.8mm accessory channel until the clip was in view in the pt's stomach. At this time, the handle spool and stem separated. The dr repositioned the endoscope and was able to remove the device and clip without further incident. A heater probe and an injection of epinephrine were used to stop the bleeding. The pt was reported to be in recovery.